Event description:
Event description boston scientific received information that this coronary sinus lead was not successfully implanted. It was reported that the lead continued to dislodge. As a result of the multiple repositionings the clotted with body fluids; the physician elected to stop the procedure as a perforation was suspected.